Event description:
Catheter split directly below plastic support at metal connection to injector. Injector set by radiologist for 1080 psi +/- 25 cc/sec. No indication of specifications on catheter label. Co said psi = 1080 but rate = 18 cc/sec.